Event description:
It was reported a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process, which resolved the issue without recurrence, allowing the caller to begin their sensor session successfully.